Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise in iegms seen on home monitoring was reported by a clinician. Sensing has increased in the last month but impedance is steady. Some noise could be seen on ff. No noise seen on rv channel. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.